Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The system passed a system checkout and determined to be operational. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the system would not launch the standalone dicom qr application after installing it. The system would kick the representative back to the splash screen. Launched admin and attempted to re-load application and the same behavior happened. The representative completely uninstalled and re-installed dicom qr and the same behavior happened. Installed the demo dicom qr license and was able to launch from inside the software, but was unable to successfully install/ launch standalone dicom qr regardless of troubleshooting.

Manufacturer narrative:
The computer was returned to the manufacturer. Functional testing found that the component was malfunctioning. The computer would not boot. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received: it was reported that while the representative was replacing the monitor, it was found that the computer was not booting. If information is provided in the future, a supplemental report will be issued.